Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the piece that holds the insulin portion broke. The customer stated that she was traveling and took the pump out of the bag and that piece was gone. The customer stated that the rim of the reservoir compartment came off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. No broken off reservoir tube lip was noted.